Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apperant explant damage.

Event description:
It was reported that patient had tricuspid regurgitation being caused by the right ventricular (rv) lead. It was noted that the rv lead had no performance issues. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 406852 implantable pacing lead 2000-(B)(6).